Manufacturer narrative:
(B)(4).

Event description:
It was reported implant removed due to fracture. Patient also had bone loss.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d10: device available for evaluation change ¿no' to 'yes'. One imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of damage and debris attachment at the threads. The implant is fractured at the collar, and the unknown zimmer screw is fractured into the drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 10.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture & medical condition). Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; breakage; page 2. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 61214518. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (61214518) for similar event and no other complaint was identified.september post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture, screw fracture & bone loss) or product (tsv4b10 & zimmer screws). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed following evaluation of the returned device. The reported bone loss could not be verified with the information provided.